Event description:
A man underwent large ventral hernia surgery using motifmesh (15cm x 22 cm) in 2006. At about 6 months post-op, he presented with a painful bulge in the same incision which was thought to be a recurrent hernia. On examination, the surgeon found that the mesh was in tact and had not pulled away from its anchorings, but the mesh had enough "give" to it that it behaved the same as a hernia. The patient was not at risk for bowel incarceration because there was no true fascial defect. The surgeon commented that his method of repairing ventral hernias with mesh does not include stretching the mesh so there is inherently some laxity of the mesh. Previous experience with polypropylene and thicker ptfe meshes did not demonstrate the "bulge" that was observed with this patient.

Manufacturer narrative:
At the time of the event, this adverse event was not reported. This report is retrospectively addressing the medical device reporting criteria. This is logged as a 30 day report but the time lines for this report are exceeded.